Event description:
Reporter indicated that a patient's vns device was explanted due to "paranoid state".

Manufacturer narrative:
"Vagus nerve stimulation (vns) for the treatment of pharmacoresistant epilepsy: the spanish experience."